Event description:
It was initially reported that patient's magnet activations were not registering. The company representative attempted the activations several times, which she indicated they still did not register. Good faith attempts to obtain additional information have been unsuccessful to date.